Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that her reservoir are getting air bubbles after she fills them. The customer is noticing the bubbles are larger as the days goes by, is not sure if is the vial or reservoir reacting to heat. The customer was offered to transfer to helpline but declined, but does want discuss later.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient called back to provide more information regarding air bubbles in her reservoirs. The patient stated that she started on the pump four months ago, and has been having issues since then. The air bubbles start about 12 hours after filling the reservoir, and she has to purge the air daily as the bubbles continue to grow. The patient stated that she has also experienced high blood glucose levels, and the most recent reading was 534 mg/dl, which was treated with a manual injection. The patient declined troubleshooting, as she feels the o-rings in the reservoir are the problem. The patient's nurse practitioner had previously called to the report the patient's issue, and she stated that the patient is a glass blower, and wondered if the heat exposure during her job may be contributing to the air bubbles.